Event description:
It was reported while not in clinical use, the v60 gives a battery failure, it's as if it had no battery, the voltage is very low. Furthermore, electromedicine says that a faulty battery message appears in yellow. And comments that the v60 has been housed in an unused warehouse connected to electrical power. No reports of patient/user harm or injury. Investigation is ongoing.

Manufacturer narrative:
Manufacture learned the device was connected to the electric current in an unused warehouse and had been in there since 2020. A field service engineer (fse) was dispatched onsite for repair and confirmed that the device gave a battery failure. No information available on age of battery. The customer replaced battery to resolve the reported issue. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.